Event description:
The hospital reported that at the end of an endoscopic vein (evh) retrieval for an on pump bypass procedure, the patient had a co2 embolism occurence. It was suspected that a large branch right at mid-high was not sealed properly. This was noticed as excessive bleeding was observed from the incision at mid-thigh. The patient's pressure went down and co2 entered the circulatory system. The issue resolved itself as it occurred right at the end of evh case. The suspected branch was tied off and the bypass procedure was completed without any further issues. The patient stabilized hemodynamically. Further discussion with the staff found that the issue wa user technique related to the branch not sealed correctly. This report is submitted because medical intervention was performed during the procedure.

Manufacturer narrative:
After the procedure, the hospital discarded the product because no device malfunctions were identified by the user.